Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. A revision procedure was performed where the lead was successfully repositioned. However, following that procedure the lead exhibited loss of capture due to a dislodgment. Thus a second procedure was performed where the rv lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs along with undersensing due to a dislodgement. A revision procedure was performed where the lead was explanted. It was originally reported that the lead was repositioned and then a second procedure was performed where it was explanted. However, only one procedure occurred. No additional adverse patient effects were reported.